Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid. Concurrent conditions included body mass index abnormal. In february 2010, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2014, the patient experienced diverticulitis ("gastrointestinal or digestive system condition: diverticulitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), depression ("anxious and depressed"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro) and surgery (on or about august of 2016, was required to undergo a salpingectomy). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dyspareunia, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, migraine, headache, fatigue, weight increased, diverticulitis and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: these symptoms continued and caused plaintiff leopold to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Current weight 155 lbs approximate weight at the time of essure placement 135 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2010: confirmed full occlusion and proper placement quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid. Concurrent conditions included body mass index normal. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2014, the patient experienced diverticulitis ("gastrointestinal or digestive system condition: diverticulitis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), depression ("anxious and depressed"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro) and surgery (on or about (B)(6) 2016, was required to undergo a salpingectomy). Essure was removed in 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, dyspareunia, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, migraine, headache, fatigue, weight increased, diverticulitis and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: these symptoms continued and caused plaintiff leopold to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Current weight 155 lbs. Approximate weight at the time of essure placement 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2010: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal): vaginal , migraines / headaches, dysmenorrhea (cramping); perforation (fallopian tube(s)); fatigue; weight gain; gastrointestinal or digestive system condition: diverticulitis; hair loss were added. Lot number , new reporter and date of birth were added. Product information was updated. Historical and concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme, debilitating pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infections") and depression ("anxious and depressed"). The patient was treated with surgery (or about (B)(6) of 2016, was required to undergo a salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain lower, depression, dyspareunia, pelvic pain and vaginal infection to be related to essure. The reporter commented: these symptoms continued and caused plaintiff leopold to be anxious and depressed. Over the next several months, she sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a salpingectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.